Event description:
Boston scientific crm received information that during a follow up visit, interrogation revealed this right ventricular lead triggered a lead safety switch to occur as a result of high impedance measurements. In addition, loss of capture was displayed. All other lead measurements were within normal measurements, however a decision has been made to replace this lead. The patient with this lead has an intrinsic heart block cardiac rhythm. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.